Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided comprehensive pump reset instructions, guiding the caller through the process. Following the reset, the error did not reoccur, and the caller was able to successfully start their sensor session.